Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a chemolock¿ port with list number cl2100 where it was reported that chemotherapy was observed leaking while connected with cl2000s - chemolock¿ during use on patient. There was patient involvement but no report of harm or delay in therapy. No additional information was provided.

Manufacturer narrative:
Received one used. List #cl2100, chemolock¿ port; lot #unknown. Received one used. List #unknown, infusion device; lot #unknown. The used cl2100 chemolock port was leak tested and confirmed to be the source of the leakage when mated with a cl2000s chemolock. When disassembled there was cl2100 chemolock port spike damage that was the cause of the leakage. The probable cause is typical of handling damage during manufacturing assembly.